Event description:
Related manufacturer reference number:3006705815-2022-18168. Related manufacturer reference number:3006705815-2022-18169. It was reported that the patient experienced pain at the ipg site due to the ipg eroding close to the skin. Simultaneously, the patient experienced ineffective therapy. X-ray imaging revealed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.